Manufacturer narrative:
(B)(4). Date of event: the exact date of the peritonitis event was unknown; the event occurred between (B)(6) 2015 ¿ (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal ceftazidime (one gram, daily, duration not reported) for peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.